Manufacturer narrative:
Updated: b4, b5, b7, g3, g6, h2, h6.

Event description:
It was learned via the implant patient registry and medical records that a patient with a 25mm 7300tfx pericardial mitral valve underwent a redo mitral valve replacement procedure after an implant duration of eight (8) years, one (1) month due to calcification, thickened leaflets, motion restriction and severe stenosis. The patient presented with severe sob with minimal exertion and fatigue. The explanted valve was replaced with a 29mm 11400m mitris valve. The patient tolerated the procedure well and was transferred back to their room in good condition. Per medical records the patient underwent redo mvr. It is noted in surgery the 25mm 7300tfx valve was heavily calcified. The post cpb tee revealed the mv was working well with no insufficiency and minimal gradients. Echo on pod #6 showed the prosthetic mv functioning normally, the gradient across the mv within range. The patient had persistent heart block on pod #3 and underwent ppm on pod #5.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 25mm 7300tfx pericardial mitral valve underwent a redo mitral valve replacement procedure after an implant duration of eight (8) years, one (1) month due to unknown reasons. The explanted valve was replaced with a 29mm 11400m mitris valve.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of cad, CABG. Hypercholesterolemia, hld and ckd iii.